Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a technician trained in the use of the starclose device, attempted an arteriotomy closure in the right common femoral artery after an interventional procedure. The clip deployed successfully, however difficulty was encountered while removing the device. The starclose was pulled free, the device had achieved hemostasis. No adverse patient effects were reported. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.